Manufacturer narrative:
The beckman field service engineer (fse) performed diagnostic on sample side valves and discovered poor delivery at sample mixer wash station. The fse replaced wash mixer assembly and the valve cable to resolve the issue. The fse ran control and patients. All results were acceptable. Instrument resumed operation.

Event description:
The customer reported getting high and suppressed (no results generated) tg (triglyceride) patient results for five patients on their unicel dxc 660i synchron access clinical system. The customer repeated the samples and the corrected results were reported out of the laboratory. There was no impact to patient treatment. Quality control was within established range at the time of the event.